Event description:
It was reported that during follow-up, high thresholds were observed on the right ventricular lead. The lead was explanted and replaced. The patient was doing fine post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.